Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance that increased gradually. The high impedance measurements caused a lead safety switch (lss). Subsequently, there was oversensing noted due to the switch in sensing. The lead remains in service. No adverse patient effects were reported.